Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood/tissue was present around the helix. X-ray analysis of the lead confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, this lead was placed, but could not be used. It was later reported the helix would not extend when the lead was in the patient's body or when the lead was outside the patient's body. A new lead of the same model was implanted successfully. No adverse patient effects were reported.